Event description:
It was reported that during an unspecified procedure involving the right renal artery, the shaft of the catheter fractured during pre dilation. The physician removed the catheter with a snare and the procedure was successfully completed with another device. No patient injuries or complications were reported.